Event description:
On/off button not functional. Replaced upper case. Functions like normal now. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The device was repaired locally according to the process in the technical manual. The device was not returned to our laboratory for analysis. The description of the complaint was : "on/off button not responding. On/off button not functional. Replaced upper case from vg stock. Functions like normal now." No expertise could be performed by our services. Therefore, the conclusion of the investigation could be made only by the information in the description of the complaint. The reproduction of the issue was not confirmed. The root cause of the issue is upper case. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.